Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes for the reported issue may include: - water invaded plug unit, connector board was broken and resulted in the suggested event. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the endoscopic image. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported events were not confirmed. However, water invasion in the device, coil pipe plate deform, connecting tube wrinkle from glue, display plastic end scratch, universal cord scratch, insertion tube insulation too low, bending section cover glue separation, and charged coupled device unit defect were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera lll colonovideoscope display an e315 and an e216 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the e315 error.